Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the pvl resulted due to calcification. A second valve was implanted successfully showing mild pvl. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. No other adverse patient effects were reported. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, calcification was noted resulting in moderate paravalvular leak (pvl). A second valve was implanted successfully showing mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.